Manufacturer narrative:
No service was requested. User facility performed investigation and found presence of liquid/medicines spilled into main back-plane printed circuit board (pcb) and pneumatic back-plane pcb. The conclusion is that the pressure transducer pcb was defective and replaced and. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided pictures confirmed the reported liquid/medicines ingress into the pcbs. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that signs of water/liquid and corrosion was found on the ventilator's pneumatic back-plane printed circuit board. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).